Manufacturer narrative:
D9 device returned (B)(6) 2024. One warmer device was received for investigation. During visual inspection the device was observed to have a cracked and broken tank cover, stained float switch, corroded drain fitting, and faded line cord. The reported issue was confirmed during functional testing when the reservoir leaked after being filled. The issue was traced to the cracking on the tank cover, but no root cause was established for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. After the tank cover was replaced, the device passed all functional testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the case was cracked and leaking. The product fault occurred while doing rounds. There was no patient involvement and no patient harm/adverse event reported.